Event description:
A customer reported an issue where their pump triggered an altitude alarm 21, causing their blood glucose level to exceed 500 mg/dl. While the specific value was unknown, it was displayed as "high." To address this, the customer administered a correction bolus using the pump and did not require any third-party assistance. To resolve the issue, technical support arranged to replace the pump with one that had updated software. The customer was instructed on necessary preparations and actions upon receiving the replacement pump, including storage procedures for the current device and the return process for the faulty pump. The customer acknowledged and understood these instructions.